Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that the patient had to go to the emergency room to have all the fluid removed from their lab band. For two days they were unable to keep food/drink down without throwing up. If they bent over they would throw up their saliva. They had esophagus pain from all the vomiting. Their esophagus is dilated and they also have acid reflux as a complication from the realize brand lap band.